Event description:
A customer in (B)(6) reported discrepant results relating to the non-detection of a (B)(6) strain associated with vitek®2 ast-p631 test kit (lot 7310698203) and vitek® 2 software version 8.01. The customer (B)(4) received a s.aureus strain from a (B)(4) laboratory which tested the strain on the ast-p631 card (lot7310712203) and obtained ceofxitin screen test ((B)(6) and (B)(6) resistant (mic=(B)(6)). The vitek system proposed a phenotype "acquired penicillase or pbp modification," therefore, the initial laboratory decided to send the impacted strain to the (B)(4) to confirm the (B)(6) results. The (B)(4) tested this s.aureus strain from a cos subculture on another ast-p631card (lot 7310698203) and obtained (B)(6) and (B)(6) (mic=(B)(6)), and pen (B)(6), with phenotype detected \as "pase acquired." The (B)(6) was not detected. The presence of a (B)(6) strain was confirmed by pcr (B)(6), (B)(6). Disc diffusion method for moxalactam and cefoxiutin gave (B)(6) results. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
The customer (national reference center of staphylococci: nrc) received a s.aureus strain from a french laboratory which tested the strain on the ast-p631 card (lot7310712203) and obtained ceofxitin screen test (oxsf) positive and oxacillin (ox) susceptible (mic=0.5 mg/l).

Event description:
A customer in (B)(6) reported discrepant results relating to the non-detection of a (B)(6) ® 2 software version 8.01. The customer (national reference center of staphylococci: nrc) received a s.aureus strain from a french laboratory which tested the strain on the ast-p631 card (lot7310712203) and obtained ceofxitin screen test (oxsf) positive and oxacillin (ox) susceptible (mic=0.5 mg/l). The vitek system proposed a phenotype "acquired penicillase or pbp modification," therefore, the initial laboratory decided to send the impacted strain to the nrc to confirm the mrsa results. The nrc tested this s.aureus strain from a cos subculture on another ast-p631card (lot 7310698203) and obtained oxsf negative and ox susceptible (mic=0.5mg/l), and pen g>0.25 resistant, with phenotype detected \as "pase acquired." The (B)(6) was not detected. The presence of a (B)(6) strain was confirmed by pcr meca positive, mecd negative. Disc diffusion method for moxalactam and cefoxiutin gave resistant results. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to the non-detection of a (B)(6) strain associated with vitek®2 ast-p631 test kit (lot 7310698203). The presence of a (B)(6) strain was confirmed by pcr meca (B)(6) and a resistant cefoxitin disc diffusion result (d = 18 mm r). The reference method (agar dilution) for oxacillin (ox) gave susceptible results (ox mic = 1 mg/l s). Tests performed on the ast-p631 card and system vitek 2 v8.01 impacted (aes parameters : casfm eucast 2018_v1) : four (4) ast-p631 cards (one from customer lot # 7310698203,cl1, one from customer lot # 7310341403, cl2, one from customer lot # 7310712203,cl3 and one from a random lot # 7310676103, rl) were tested from cba (cos bmx) subculture : ox mic = 1 mg/l s, negative oxsf test and phenotype "acquired penicillinase or modification of pbp" given by aes on the three customer lots tested. Ox mic = 0.5 mg/l s, negative oxsf test and phenotype "acquired penicillinase" given by aes on the rl. The ox values are within essential agreement compared to the reference mic (1 mg/l) without category error. The negative oxsf tests are not correlated with the disc diffusion result (fox kb r) but on the 3 customer lots, the bioart 34 is triggered, and the aes phenotype warns about a potential (B)(6). On the rl lot, the mrsa is not detected. Conclusion: the customer false oxsf negative results are reproduced internally. On the 3 customer lots, aes and bioart 34 warn about the (B)(6) possibility. The non-detection of mrsa phenotype is reproduced only on the rl.